Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On approximately (B)(6)2025, the patient stated that her sensor had ¿stopped working¿ with no other information regarding the exact error message provided. It was also not specified when the sensor stopped working prior to the patient becoming symptomatic. At an unspecified time later, the patient lost her balance and fell to the floor. This fall resulted in the patient having bruises on her body. The patient¿s neighbor heard her yelling for help and called emergency medical services (ems). Once ems arrived, it was reported the patient¿s bg level was ¿critically low¿ however, no specific value was reported. The patient was treated with an unspecified IV medication. The patient stabilized after treatment; therefore, she was not taken to the ER. Ems advised the patient to replace the sensor prior to leaving. The patient was ¿doing fine¿ at the time of report. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data review indicates that the sensor session started at 8:19 pm on 09/04/2025. The session lasted 5 days and 7 hours and ended when the sensor failed for progressive sensor decline. There were no bg meter calibrations performed during the entire session. On the reported date of the event there were numerous glucose alerts with all alerts performing as intended. Many of the alerts went unacknowledged and therefore repeated with escalating audio volume, as designed. There were no malfunctions recorded on the date of the event, however on two occasions the users estimated glucose values (egvs) dipped below 40 mg/dl which is displayed as low with no value, as designed. The allegation of a malfunction could not be confirmed and is therefore undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).